Event description:
The programmer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the feet on the lower case were damaged, the system fan was noisy and the electrocardiogram connector on the link electronic module board was loose. All were replaced to resolve. (B)(4).